Manufacturer narrative:
Electrode belt (B)(4) was returned to a zoll distributor. Based on the available information from the distributor, which includes the incident file and the equipment evaluation report, there is no indication of a device malfunction contributing to the reported problem. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the rear therapy electrodes described as red skin that was broken and peeling which resembled a burn. It was reported that the rear therapy electrodes felt hot. The patient consulted her physician who recommended using gauze on the affected area. Follow-up indicated that the rash had improved.